Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Customer experienced nausea, abdominal pain and vomiting. Blood glucose at the time of the admission was 564 mg/dl; treated with insulin drip. Latest blood glucose was 251 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time and date are correct. Customer was unsure if the basal rates are correct and bolus wizard settings are unknown. Customer removed the infusion set and the cannula was bent and there seemed to be air bubbles on the cannula. Nothing further reported.